Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for a right olecranon fracture with the va locking screw (2.7mm). The removal surgery of the proximal olecranon plate was performed on (B)(6) 2025, and the va locking screw was broken right under the screwhead. The surgeon used a removal tool and remove the rest of the screw; however, the tip of the screw was left in the body, but the screw shaft could. It was determined that further removal would be difficult, so the wound was closed with the shaft remaining in the body. The surgery was completed successfully within 30mins of delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: specific UDI number and 510-k number is unknown, therefore the (01) gtin is not available... If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.211.040ts. Lot # 144l349. Manufacturing site: werk selzach logistik. Release to warehouse date: 02.march.2023. Expiration date: 01.march.2028. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.040. Non-sterile lot # 3477p53. Manufacturing site: werk selzach logistik. Release to warehouse date: 16.dec.2022. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.